Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm due to completely broken reservoir tube lip. Device received with broken reservoir tube lip, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the reservoir was not able to lock in place. Troubleshooting was not performed. Customer advised tape was holding the insulin pump together and they experienced multiple random no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.